Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: 9735771, product ID: 9735788, product ID: 9735773, product ID: 9735787, multiple annex g codes were coded for this event. G02002 was coded for the battery 9735771 24v s8 svc and battery 9735773 48v s8 svc. G02027 was coded for the ups 9735788 camera cart s8 svc and ups 9735787 main cart s8 svc. Multiple annex a codes were coded for this event. A0708 was coded for the blinking power button. A070803 was coded for the camera cart not powering on. A0719 was coded for the camera cart shutting down. No products were received by the manufacturer for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the camera cart would not power on. The site shut it down and unplugged it from the wall, and they were able to plug it back in and power it back on without further issues. This was the second occurrence of this issue. After replaced the uninterruptible power supply (ups) and battery in the camera cart, the issue seemed to be resolved. Then the camera cart power button started blinking and then it powered off. Camera was powered on and "now issues." Swapped interconnect cable with known working system and the issue persist. The site swapped camera carts on a different main cart to see if issue persisted. After swapping main carts, issue did not persist. In self test everything looked good. There was no patient involvement.

Manufacturer narrative:
H2-3) a manufacturer representative (rep) went to the site to test the navigation system. Hardware parts were replaced and the system performed as intended. Codes: b01, c19, d15 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6) the product ID: 9735773, lot number: 2325, was returned to the manufacturer and analysis did not confirm the reported event. The battery was tested (51.48 volts (v)) with a known good uninterruptible power supply (ups) for a 24 hour period and tested with no issues. The ups was then unplugged from alternating current (ac) power and continued to run under battery power for the set 11.5 minutes before the ups shut down as programed. B01, c19, and d14 are applicable. H3, h6) the product ID: 9735787, lot number: 23360040, was returned to the manufacturer and analysis confirmed the reported event. The ups was tested with a known good battery. Immediately after powering on the ups, there was a red err light that was flashing and remained flashing for the duration of the test. The ups was then tested for 24 hours and tested without issues. The voltage was also checked on all ports and was in range. The only issue found was the flashing err light. Codes b01, c02, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.